Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the needle came out of the device when attempting to toggle, resulting in the surgeon having to retrieve the needle and open an add'l unit to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.